Event description:
It was reported that patient presented in clinic after receiving an alert for non-sustained lead noise. After reviewing the electrograms, sensing of pvcs were determined to be the cause of the non-sustained lead noise alert. Programming changes were recommeded.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.